Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The product sample returned consisted of one 14.5 fr dual lumen hemodialysis catheter, palindrome with laser slot. The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. After visual inspection, a hole was found below the hub between the joint of the catheter and am sleeve. During under water test (functional test), bubbles were detected coming out below the hub from the lumen which corresponds to the arterial extension. The lumen corresponding to the venous extension did not show bubbles during the test. This defect has been confirmed. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to over bending or excessive force). No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that a leak was found in y-junction. As the result, the patient experienced blood leakage. The catheter was implanted in the patient in (B)(6) 2013. The device was pulled and replaced on (B)(6) 2014. No patient injury.